Manufacturer narrative:
The device was not saved by the physician as the clinic indicated that the device was not defective. In addition, the lot number of the device is unknown because the device was not saved by the clinic. Complaints will continue to be monitored for any trends.

Event description:
A skin burn occurred during a venclose procedure. It was indicated that the physician had forgotten to pull the sheath completely back when removing the device from the vein. As a result, the heating coil touched the skin on the leg and caused a minor skin burn. Physician treated burn with silver ointment and patient is doing fine.